Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported by the customer that, there was a 5 to 6 second delay in hemo from the fc device. There was no reported patient impact / injury.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.